Manufacturer narrative:
(B)(4). G2: taiwan. H6: proposed code: mechanical (g04)- drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the end of the reamer disassembled during a procedure. There was no reported patient harm. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. Visual examination of the returned product confirmed the gold reamer tip has become disassembled from the body. Dimensional analysis of the inner diameter of the tip and outer diameter of the shaft were performed and found conforming to print specifications. The device shows signs of repeated use and wear. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.